Event description:
Lower abdomen pain, back pain, hip pain, periods are all messed up. I recently had endometriosis and a growth in my uterus now im having a hysterectomy on monday (B)(6) 2013. I have chronic migraines fatigue bloating painful sex. (B)(4).